Manufacturer narrative:
Initial reporter phone#: (B)(6). (B)(4). Investigation summary: two photos and one video was received by our quality team for evaluation. Upon visual inspection of the photo it was observed that the valve moved towards the luer side and blood is leaking from the injection port. A device history record review found no non-conformances associated with this issue during production of this batch. Investigation conclusion: this event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the quality team's investigation, the root cause of the leakage is due to the valve moving towards the cannula hub luer side. Rationale: CAPA# (B)(4) has been initiated to address this issue.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: patient under anaesthesia (administration of propofol via the injection port; propofol was drawn up from a glass-breaker ampoule without a draw-up cannula), hands placed on the upper body and already covered for surgery. Two canned drugs were applied. Initially, fluid flowed unnoticed from the access injection valve and the amount of fluid caused an ECG failure and thus the danger was noticed. Staff were informed and instructed to report similar incidents.